Event description:
The customer reported false low results for creatine kinase-mb (ck-mb) and b-type natriuretic peptide-2 (bnp2) on samples run through the closed tube aliquoter (cta) of the access2 of a synchron lxi 725 system. Four patient results were affected and reported out of the laboratory. The patient samples were rerun on the same lxi analyzer and on a second lxi analyzer. The results were later amended. The customer is not aware of any change to patient treatment.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed insufficient sample aspiration on the cta and bubbling in the aliquot vessel. The fse replaced the syringes and the aliquot probe on the cta. The fse primed the instrument, performed alignments, and ran customer quality control (qc.) Results were within customer specifications.